Manufacturer narrative:
When questioned about breast shield fit, the customer indicated that she was fitted by a lactation consultant for the 24mm breast shields and had ordered the 24mm flex shields to try. In follow up with a complaint handler on 05/08/2020, the customer confirmed that she developed mastitis on (B)(6) 2020, for which she was prescribed an antibiotic. She indicated that she suspected the mastitis was related to her baby not latching and not related to the pump, because the pump was working without issue. She additionally indicated that she likes the 24mm flex breast shields and that the mastitis was resolved. The customer was offered and accepted contact by a medela clinician. The customer was contacted by a medela clinician on multiple occasions, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she was having difficulty pumping with her pump in style breast pump due to the pain she was experiencing from her baby not latching. She additionally alleged that she has had mastitis and currently has a clogged duct, which she wasn't sure was caused from the baby not latching or the pump. She inquired about renting a symphony hospital-grade breast pump.